Manufacturer narrative:
The impella device has been received but has not yet been evaluated. When the device investigation has been completed or any new information has been received, a supplemental MDR will be filed.

Event description:
The user facility reported the patient was on impella cp support and after the implant, suction alarms began. Suction was unable to be remedied or broken by decreasing p level. There was no issues with positioning. The pump was explanted and replaced.

Manufacturer narrative:
Low pump flow: returned complaint cp pump visually inspected. Cannula kink near outlet observed. No biomaterial observed. No broken blade found. Impella cp connected to aic to reproduce reported low pump flow issue at it run for more than 10 minutes. Flow was with specified limit at p-9. No low flow can be reproduced. Data logs reviewed, suction occurred shortly after impella support started, followed by drop in flow at p4. Clinical stated, shortly after impella insertion upon removing peel away sheath and inserting repo sheath suction events persisted. Suction unable to be broken even at p-2. Echo and fluoro used to confirm correct position. No other obvious issues with position or rh failure. Patient had small lv. The cause of low pump flow issue most likely was cannula kink due to patient small lv. Product damaged (cannula kink): the cause of cannula kink was most likely patient condition related due to patient small lv.